Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients and orders were not crossing over to multiple stations. A technical support specialist (tss) dialed into servers, executed structured query language (sql) downtime checks, identified carefusion coordination engine (cce) time mismatch and disconnected flag, restarted all related services and deployed the interface utility, but issue persisted with electronic privacy information center (epic) down error. Tss escalated to interface team, then resolved additional issues including stopped services and low disk space on e drive. Disk space was cleared, and all services were restarted successfully. Subsequent validation using site down queries and the cce console confirmed that the message flow was restored, and all systems were current and connected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient and orders were not crossing over on multiple stations. The user placed the stations in critical override mode as a troubleshooting step. There were no delay or adverse events or injuries reported based on this event.